Event description:
It was reported that during a lobectomy procedure, after receiving an error 5 occurred, the balde tip was found to be broken when it was cleaned with gauze. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.